Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the expulsor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device over delivered. The fault occurred during routine pm testing. Both tests were attempted, delivering 20ml over 6 minutes and about 300 ml over 24 hours. In both cases the error was over 6 percent.

Manufacturer narrative:
D9/h2: correction made as device was receive on 4/3/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No evidence of issue found in event history log. Visual, functional and accuracy tests were performed. The device failed accuracy tests as the device was over-delivering. The problem was duplicated. Reported problem was caused from an out of specification explusor. The expulsor was replaced to fix the issue.